Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the healthcare professional (hcp) that patient was having some possible urinary urgency/frequency issues, because they were saying they needed to use the bathroom, but then only urinated a small amount and then a short time later will ask to use the bathroom again. Hcp stated that the patient¿s husband talked with the hcp about the interstim off and they wondered how to turn the interstim off because they had the patient programmer. Hcp indicated they were going to contact the doctor and then call back for assistance using the patient programmer. No further complications were reported.